Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer advised their blood glucose level went as low as 48 mg/dl. Customer treated their low blood glucose levels via insulin pump. Customer advised the auto mode feature was active during their low blood glucose event. Troubleshooting was not performed for low blood glucose levels. The insulin pump will not be returned for analysis.